Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire unfurled during PICC insertion.

Manufacturer narrative:
(B)(4). The customer returned a nitinol spring-wire guide (swg) for investigation. Both ends of the swg are straight; however, only the distal end contains coil wire. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the distal weld. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and the flat pressed weld was present at the end of the coil wire. The exposed distal core wire tip was rounded with a flat base. No other defects were observed. The swg overall length was measured and was found to be within specification; therefore no pieces of the core wire appear to be missing. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The product instructions-for-use describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU warns to not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire unfurled during PICC insertion.